Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sheath 12fcc20 flexcath contour 12f, physical damage occurred to the sheath handle, which split at the seam and caused the white pieces to separate, creating a sharp edge of plastic. Steerability and maneuverability issues were noted, along with air ingress. It was suspected that a potential compromise of valve integrity, risking ingress of air occurred. The sheath was not replaced, and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc20 sheath of lot number 0012986506 was returned and analysed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified. Visual inspection of the handle area was performed. The inspection identified the handle shells were not fully locked together. The following functional testing was performed. The steering mechanism and deflection test revealed the sheath didn¿t reach secondary deflection at 90°. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.073 psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.006 psig (should be inside the range of -0.3 psig and 0.3 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The following relevant sub-assembly inspection and tests were performed. Dissection of the returned device revealed a derailed pull wire at valve housing. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath. The reported "hemostasis valve" issue was not observed/identified with the returned sheath. The sheath failed the return product inspection due to the sheath handle was not fully closed and a derailed pull wire at valve housing was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.